Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, 3 years and 3 months post implant in the aortic position, a 29 mm sapien 3 valve was explanted. An edwards inspiris resilia aortic valve was implanted. The reason for the valve explant was not provided at the time of the report.

Manufacturer narrative:
Additional information: section e1 - initial reporter, state added.

Manufacturer narrative:
Edwards lifesciences has investigated the reported event. This report was confirmed to be a duplicate of a previously reported event. Please reference related manufacturer report no: 2015691-2022-06919. This event does not meet the criteria of a complaint or a reportable event.